Event description:
Pediatric default alarm settings would not stay programmed into monitor. Permanent default settings were not retained by the monitor after turning off power. "Save" setting is not as obvious as it could be. Password protection is difficult to change, not user-friendly to set.